Event description:
The customer reported to baxter corporate product surveillance that they are having problems with the clearlink secondary set not running when attached as a piggyback. It is unknown when the condition occurred. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned two used samples for evaluation. Both samples arrived out of the pouch and primed. Visual inspection showed that the blue hangers were not returned. It was also noted that no interlink lever lock cannulas were returned or were attached to the male luers of the returned samples. Both samples were spiked into a 1000 ml solution bag containing reverse osmosis water, re-primed, and checked for flow. Both returned samples primed and flowed normally. The on-off clamp on each sample functioned as designed with complete shutoff noted. Because both returned samples primed and flowed normally, the reported condition was not confirmed and the root cause was undetermined. A batch review could not be performed as the lot number was unknown.